Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
It was reported the patient had not used or charged the ipg for approximately four years. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.